Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The product was manufactured on november 17, 2020. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are examined for leaking. The lot met all defined acceptance requirements and was released. A review of maintenance records (both corrective and preventive) and calibration records were reviewed and there were no issues found. All scheduled maintenance and calibration activities were completed. There were no related process or material changes related to the reported condition for this product. Process monitoring data was reviewed for the assembly equipment and there were no issues related to the reported condition. A review of the machine setup was conducted and there were no issues found. A review of the manufacturing equipment was performed as part of this investigation and the review found no issues with the equipment or process related to the reported condition. Samples were not received for the investigation. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported condition and determine the root cause. If samples are received at a later date, the complaint will be reopened, and the investigation will be updated accordingly. A corrective action is not applicable at this time as a specific root cause could not be determined and there is no indication of a systemic issue with the process or production. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the needles are leaking from two seams on each side of the orange needle base. There was no patient harm reported.